Manufacturer narrative:
Date of event: estimated date. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and pain are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2021 hemostasis was achieved in the right common femoral artery with a proglide device after a percutaneous coronary intervention procedure using a 7f sheath. Femoral imaging was not performed at that time. Reportedly on (B)(6) 2021 via CT scan, "constriction" was noted on the hemostasis site as the patient would experience pain when walking. The "constriction" was determined to be stenosis at the access site. There was no device malfunction or back wall stitch. As the stenosis occurred at the hemostasis site where the proglide had been used the physician believed that the proglide could have been a possible cause of the reported stenosis. Percutaneous transluminal angioplasty is being considered as treatment for the stenosis; however, the treatment has not yet been scheduled. No additional information was provided.